Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the dtc (s/n (B)(4)), found the connector was damaged.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) screen was blank and the insr was not taking a charge. There was a bent connector pin on the ac adaptor. A day later the patient received the desktop charger (dtc) but he still did not get anything on the recharging screen. There was a broken connector on the insr .the dtc still could not connect to the charger due to the broken connector. There was no out of box failure. The patient had lost stimulation and the implantable neurostimulator (ins) was out of charge. He could no longer use the ins to treat his symptoms. Further follow-up is being conducted to determine if the replacement recharger resolved the loss of stimulation. If additional information is received, a follow-up report will be sent.